Event description:
After iabp for 6 hours, blood was noted in the helium tubing. The doctor was unable to remove the iab. The patient's aorta needed to be opened because there was a big thrombus inside. A second iab was inserted into the patient. (Event complications: entrapped/thrombus/surgically removed) reported 7/10/1998. (Pt's current status: on iabp-rpt'd 7/11/98.)